Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the battery gauge was fluctuating. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 130 mg/dl.